Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: this is report 1 of 5 for (B)(4). It was reported by the customer in (B)(6) that on (B)(6) 2022, the patient underwent the open reduction internal fixation (orif) with the fns for the fracture of the femoral neck. According to the report, the surgery was completed successfully without any surgical delay. It was reported that after the surgery, the patient complained of pain, and the fracture near the locking screw of the fns was confirmed by postoperative examination on (B)(6), 2022. Subsequently, the removal of the fns and the bipolar hip arthroplasty were performed on (B)(6), 2022. It was reported that the patient had a paralyzed leg on the right and was not highly active. It was reported that the patient was not unloaded, and the surgeon could not think of any particular traumatic causes such as a fall. According to the surgeon, the cause of the event was unknown. The status of the patient was unknown. No further information is available. This complaint involves five (5) devices.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9, e1 h6: photo investigation: the photo was returned to depuy synthes for evaluation. Visual analysis of the photo revealed that the bolt f/fem neck syst f/construct length had no signs of issue or malfunction. Broken condition of the device cannot be confirmed due to poor quality x-ray evidence provided. A femur fissure is visible at the proximal section of the diaphysis. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the bolt f/fem neck syst f/construct length. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H6: a device history record (DHR) review was conducted: part # 04.168.295s lot # 115p028 manufacturing site: jabil grenchen release to warehouse date: 22.april.2021 expiry date: 01.april.2031 a manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D2a